Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and post explant there was a power on reset which does not allow for a longevity calculation. The firmware displayed an error message. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.